Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating "low pressure - low" errors after changing wash concentrate. The customer stopped the instrument and reseated the wash concentrate cap; wash concentrate was spilled on the floor. The customer stopped the instrument and adjusted the 10 psi regulator to 10.3. No injury or operator exposure was reported in this event.

Manufacturer narrative:
Service was not dispatched for this event as the customer resolved the issue. The customer continues to monitor the instrument for any further issues. (B)(4).